Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated that prior to the event she accidentally gave herself 9.6 units of insulin that resulted in the event. The customer also stated that she attempted to suspend the insulin pump, but instead bolused herself due to the fact that it was late at night. The customer then stated that she used an mmt-397 infusion set. Programming was correct. Nothing further was reported.